Event description:
It was reported that the device had false downstream occlusion alarms identified during priming. Event occurred at hospital. Operator of device was a health professional. Investigation found the downstream occlusion (dso) seal was cracked. This indicates the seal integrity was compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device had false downstream occlusion alarms identified during priming. Review of event log found 15 occurrences of distal occlusion alarms after starting priming. Review of service history found no similar complaints for this device. Visual and functional testing was performed. The downstream occlusion (dso) seal was found to be cracking. The dso seal was replaced. No probable cause could be determined as the customer complaint could not be reproduced or duplicated. Device passed all testing withing specification.